Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The pacemaker was found in backup vvi mode. The device also exhibited low battery and further troubleshooting could not be performed. The device was explanted and replaced on (B)(6) 2017. The patient was fine post procedure.